Event description:
It was reported that during implant defib threshold testing, the shock was unsuccessful. The lead was removed and replaced by another model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.